Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead presented to the hospital exhibiting pacing inhibition. Rv lead measurements were variable from 400 to 1,600 ohms with intrinsic r-wave amplitudes less than 3 mv to greater than 25 mv. A revision procedure was performed wherein the device was explanted and competitor lead surgically abandoned. No adverse patient effects were reported.